Event description:
New information noted that patient presented in clinic on august 4th. Device interrogation showed no impedance anomalies. All measurements were within ranged. Patient would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed an alert for high defibrillation impedance. No intervention was performed. Patient was asymptomatic and would present in clinic.